Event description:
Pt was wearing the avaira toric (enfilcon a) contact lenses. Pt informed coopervision that they experienced an eye infection in the right eye and were prescribed zylet by treating practitioner. Attempts by coopervision to receive add'l info regarding this incident have been unsuccessful to date.

Manufacturer narrative:
Event was reported by the pt directly to coopervision. This is being reported as an unconfirmed eye infection. Several attempts to obtain add'l info have not been successful. The current ocular status of the pt is not known. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn.